Manufacturer narrative:
One cvp dpt was received with attached bifurcated IV set, pressure tubing and volumeview manifold. As received, the IV tubing with bonded IV spike was cut and missing from the kit. Priming solution was visible throughout returned kit. The volumeview sensor was not returned with the cvp dpt line. The dpt zeroed and sensed pressure accurately on the lab pressure monitor. Pressure was measured at various pressure values, 0, 50, 100 and 300 mmhg. Electrical testing also showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. No visible defect was observed on the dpt cable connector. The complaint could not be confirmed during analysis; the product sensed pressure accurately. There was no evidence of a manufacturing defect. It could not be determined if some procedural factors may have contributed to the complaint. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that cvp value was different between the patient monitor and the ev1000. After changing the cvp-dpt disposable, everything worked fine. Follow up indicated that the actual values were not remembered by the reporter. They just noticed that something was wrong as there was a 10mmhg difference between the 2 monitors (they connected a patient monitor and the ev1000 monitor to the dpt). They re-calibrated the system but that did not eliminate the difference in pressure. There was no problem flushing the manifold and no alarms were noted. There were no patient complications reported.